Manufacturer narrative:
Product event summary: the sphere 9 catheter with lot aa0012843014 and data files were returned and analyzed. The log files returned from the field was viewed using the log files analysis tool. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. In conclusion, the reported clinical issues (tamponade, pericardial effusion, hemodynamic instability, hypotension, tachycardia, and ventricular tachycardia) were not confirmed based on data analysis. The returned catheter passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the left atrial ablation was completed with sphere-9 catheter; however, right atrial ablation of the cavotricuspid isthmus ablation was aborted due to moderate pericardial effusion visualized by intracardiac echocardiography (ice). It was noted that the patient was under general anesthesia when the procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure with the sphere-9 catheter, the patient developed cardiac tamponade, pericardial effusion, hemodynamic instability, hypotension and tachycardia, and ventricular tachycardia. Pericardial effusion was visualized on intracardiac echocardiography after the catheter and another manufacturer's sheath were pulled into the right atrium. The patient required pericardiocentesis, during which 1235 ml of blood/fluid was removed from the pericardial sac, as well as defibrillation and cardiopulmonary resuscitation. Transesophageal echocardiography was performed pre-procedurally, and ejection fraction was assessed by echocardiography with a result of 50-55 percent. The patient¿s hospitalization was extended, and the patient remained in the intensive care unit. No further patient complications were reported as a result of this event.